Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Insulin pump received with cracked reservoir tube lip and cracked reservoir tube noted.

Event description:
It was reported that the insulin pump had cracked at the reservoir compartment. Customer's blood glucose level was 6.5 mmol/l. The insulin pump will be returned for analysis.